Event description:
Customer reportedly obtained results of 279mg/dl and 117mg/dl on the advantage system within 10 minutes. No action was taken based on device results. No adverse event reported. No information provided to indicate where comparison performed. Requested return of suspect system and replacement was sent.